Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a system implant procedure, the atrial lead could not be -fixed- to the patient. The physician elected to remove and replace the lead. The patient was doing fine post procedure.